Event description:
Olympus medical systems corporation (omsc) received a medwatch mw511789 reporting that the single use distal cover came off from the evis exera iii duodenovideoscope while the scope was pulled out post endoscopic retrograde cholangiopancreatography (ercp). The patient was re-scoped to find the distal cover, but it was not found. The patient ended up coughing it up and out. This event is reported under the following patient identifiers: (B)(6)- this reports the single use distal cover. (B)(6)- this reports the evis exera iii duodenovideoscope.